Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this tracheostomy had an air leak. This patient requires positive pressure ventilation at night, and when mounting the artificial respirator, the air leak was noted. A physician replaced the tracheostomy cannula and no air leak was noted and the system operated as expected. Although damage was suspected to the cannula's cuff, no obvious damage was noted upon removal leading to suspicion that an anomaly with the valve caused the leak. No additional adverse patient effects were reported.

Manufacturer narrative:
One used portex® blue line® siliconised pvc suctionaid® tracheostomy tube was returned for evaluation. The sample was visually inspected and no holes were detected. Functional testing was performed and no discrepancies were found in the device. The device remained inflated for 24 hours. No root cause could be determined. The complaint was not confirmed.